Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the titanium tip was broken during the procedure. The broken piece was retrieved by forceps. Changed another one to complete the procedure. There was no report on patient injury.